Manufacturer narrative:
Follow-up #1: date of submission 02/10/2016:device evaluation: the device has been returned and evaluated by product analysis on 02/01/2016 with the following findings: review of the black box data did not reveal any records of unexplained interruption in power. The battery compartment was noted to be cracked above and below the bumper pad. The battery cap that was returned with the pump for investigation was not damaged and the cap measurements were found to be within the required specifications. On investigation, the pump powered on normally and was exercised for 24 hours without any power loss or interruption in power. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not confirm nor duplicate the alleged power issue. Damage to the pump was confirmed; cracked battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On 11/23/2015, the reporter contacted animas, alleging a power (damage) issue. The battery compartment is cracked; there is no reported moisture corrosion in the pump and the battery cap was reported to have replaced one to three months ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.